Manufacturer narrative:
Initial reporter name and address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, lymphadenopathy. Device evaluation: device photograph(s) for the device related to the reported event rupture, seroma-late and lymphadenopathy was reviewed on 17-set-21. The photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken.

Event description:
Physician reported right side rupture, seroma, and lymphadenopathy. Device was explanted.